Manufacturer narrative:
D4-device UDI- (B)(4). Investigation is ongoing.

Event description:
As initially reported by the field clinical specialist (fcs), approximately four years after a successful transfemoral aortic valve replacement using a 23 mm sapien 3 ultra (s3u) valve, the patient was scheduled for valve explant due to increased gradients and stenosis. A transthoracic echocardiogram (tte) was performed four years post-procedure and demonstrated a mean gradient of 64 mmhg with central regurgitation noted. However, an aortic valve area (ava) measurement was not provided; therefore, the reported stenosis could not be confirmed based on the available information.